Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture visible in the keypad. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2018 with the following findings: review of the black box data revealed multiple unexplained records of power on reset on (B)(6) 2017. The returned battery cap was intact and without damage and fit securely to the pump for testing. The battery compartment was intact and without damage. There was no evidence of moisture observed on inspection. Leak testing failed however, due to a leak in the audio bolus button. On investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. Investigation did not duplicate the alleged power issue. Moisture contamination was found inside the internal compartment of the pump affecting the printed circuit board as well as the continuous glucose monitoring module. Investigation confirmed the alleged moisture ingress.